Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) tsx47b10, (tsx¿ implant 4.7 mm (d) x 10 mm (l)) for evaluation. Visual evaluation was performed. The implant had signs of use with bone debris on its external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1285173. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285173 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
Tt was reported that the bone fractured. It was reported implant would not seat properly into the site. They kept going through bone and went into buccal tissue. Implants were removed. Placed allograft and membrane into site and allowing to heal for 4 months. Tooth #20 universal.